Manufacturer narrative:
The product was not returned; however, images provided by the customer indicate that the pouch was improperly sealed, with no evidence of a complete or broken seal. A physical evaluation could not be performed. No additional product issues were reported. Manufacturing records review is planned, but not yet started. The quality team is actively working to complete the investigation, and outreach has been made to the customer to determine if the defective product is still available for return and evaluation. There have been no similar complaints reported for this sku in the past five years. The current complaint rate is (B)(4). At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted.

Event description:
The side opposite the rubber was not properly sealed.